Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In yesterday's revision lumbar case dr. (B)(6) was planning to remove expedium hardware at l4/5 and perform a tlif at l3/4 and reinstrument from l3-5. Two 6.5x40mm screws were removed from the l5 pedicles. There was no difficulty in removing the screws so dr. (B)(6) elected to reinsert a viper cortical fix 7x40mm on at the left l5 pedicle. As the screw's quad leads started to engage bone it became very difficult to continue with insertion. Using the sport grip handle dr. (B)(6) was able to advance the screw approximately 2 more turns when there was a "pop" and it was apparent that all threads on the tip of the driver had stripped. The screw was still engaged with the poly head. The screw was removed using a rod/cap and corkscrewing out. After inserting other screws on the left side, we tapped the l5 pedicle using a viper 7.0mm tap and inserted another screw which also stripped in identical fashion, but the doctor felt it was inserted enough to be acceptable. After further inspection of the drivers used; two are stripped completely smooth and one has wear at the tip of the teeth.

Manufacturer narrative:
(B)(4). Three (3) expedium single innie quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: mi35484 (1), mi38828 (2)] were returned to the complaints handling unit (chu) for evaluation. Visual examination of the screw driver from the lot mi35484 revealed that the tip of the driver is stripped at the distal end. Visual examination at the macroscopic level reveals that the fracture of the returned polyaxial screwdrivers (product code: 2797-12-400, lot no: mi35484 (1), mi38828 (2)) was located at each driver¿s distal tip. The fractured second half of the tip was not provided with either part for evaluation. The fractured surface reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern (green arrows). The fracture analysis suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site (red arrow). A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the breaking of the 2 expedium single innie quick-connect polyaxial screwdriver¿s (lot # mi38828) distal tip cannot be positively determined. However, the fractured surface reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern which suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.